Event description:
Pacemaker placed. Pt went to physician's office for an appointment to check for pacemaker function a magnet was placed over the pacemaker generator and no pacing artifact was noted which suggested pacemaker failed. Pt admitted to hosp, surgeon was consulted to change generator. Pt had surgery. Lead was also found not working. (Noncapture) apparent fracture.